Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that latitude reported multiple red alerts for this system which included an open circuit condition while delivering a shock fault, shock impedance greater than 125 ohms for the right ventricular (rv) lead and pacing impedance greater than 2000 ohms for the rv lead and left ventricular (lv) lead. This patient reported receiving a shock when he stepped out of his car onto an exposed wire on the ground. A boston scientific field representative suspects it was a coincidence that the patient stepped on the wire while getting a shock from the device. System evaluation noted noise on the leads during the episode. They were unable to recreate the noise during isometrics and pocket manipulation; however, an intermittent fracture of the rv lead is suspected as there is kinking of all of the leads at the insertion point into the subclavian. The lv lead configuration was reprogrammed lv tip to can which produced normal pacing impedance measurements. The rv lead was explanted and replaced and the device remains implanted as device integrity was confirmed. No adverse patient effects were reported.